Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be replicated by analysts. The lcd screen displayed a blank screen and there were many alarms. The lcd and air detector were replaced to solve the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump alarms constantly and has a damaged lcd; pump alarms constantly.